Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion in the right corporotomy, and migration of the right cylinder from the right corporotomy to the scrotum, as he started using the device prior the recovery period. A revision surgery was performed, and it was noted that, in addition, the right cylinder was too large for patient's anatomy; therefore, the component was removed and replaced with a smaller one. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion in the right corporotomy, and migration of the right cylinder from the right corporotomy to the scrotum, as he started using the device prior the recovery period. A revision surgery was performed, and it was noted that, in addition, the right cylinder was too large for patient's anatomy; therefore, the component was removed and replaced with a smaller one. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Microscopic examination revealed that the proximal end of the cylinder was cut by a sharp instrument, and the middle portion of the component exhibited wear at fold. The reported erosion, migration and length too long are known risks associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and erosion in the right corporotomy, along with migration of the right cylinder from the right corporotomy to the scrotum, as he started using the device prior the recovery period. A revision surgery was performed, and it was noted that, in addition, the right cylinder was too large for patient's anatomy; therefore, the component was removed and replaced with a smaller one. There were no further patient complications reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: patient codes. Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Microscopic examination revealed that the proximal end of the cylinder was cut by a sharp instrument, and the middle portion of the component exhibited wear at fold. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A risk review was completed and confirmed that the events of "erosion", "length too long", and "migration" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported erosion, migration and length too long are known risks associated with implant of these device as indicated in the instructions for use (IFU); therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and erosion in the right corporotomy, along with migration of the right cylinder from the right corporotomy to the scrotum, as he started using the device prior the recovery period. A revision surgery was performed, and it was noted that, in addition, the right cylinder was too large for patient's anatomy; therefore, the component was removed and replaced with a smaller one. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Microscopic examination revealed that the proximal end of the cylinder was cut by a sharp instrument, and the middle portion of the component exhibited wear at fold. No leaks were identified. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A risk review was completed and confirmed that the events of "erosion", "discomfort", "length too long", and "migration" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported erosion, discomfort, migration and length too long are known risks associated with implant of these device as indicated in the instructions for use (IFU); therefore, a conclusion code of known inherent risk of device was assigned to this investigation.